Event description:
Boston scientific received information that the patient experienced syncope. Upon interrogation it was noted that the right ventricular (rv) lead exhibited oversensing of noise causing pacing inhibition with greater than two seconds of asystole. The noise was able to be reproduced with isometrics and thought to be caused by insulation damage on the rv lead. Subsequently a revision procedure was performed where the device was electively explanted and the rv lead was surgically abandoned. A new pacemaker system was implanted on the right side of the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.